Event description:
Per the clinic, the patient experienced pain and swelling around the implant side with dizziness and nausea. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed august 14, 2014.